Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found that the catheter was kinked. No problems were found to the balloon portion of the device. Functional analysis was performed, and the balloon was able to be inflated and deflated without a problem. No other problems with the device were noted. With all the available information, boston scientific concluded the reported event of balloon failure to deflate was not confirmed. The results of the analysis performed on the returned device found that the balloon was able to be inflated and deflated without a problem. Also, the catheter of the device was found kinked. The kink in the catheter could be due to procedural factors such as excess force or the manner in which the device was handled or manipulated. Excessive manipulation of the device without enough care could have induced the physical damage found. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on an unknown date. During the procedure, the balloon would not deflate enough to pass through the scope. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on an unknown date. During the procedure, the balloon would not deflate enough to pass through the scope. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.